Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a left total hip. During assembly of the instruments, it was noticed that the offset broach handle has a missing broken piece from the central locking mechanism of the handle. It is unknown if the piece was left in the patient. There was no reported surgical delay.